Manufacturer narrative:
The device has been received for evaluation, however evaluation is not complete. A follow-up report will be filed upon completion of the evaluation or if additional info becomes available.

Event description:
Concerning a flogard 6301 dual-channel all-purpose infusion pump, customer's biomed called to report, the pump defaulted. According to the nurse unit director the shr pdp was set at 100 ml/hr but infused at 500 ml in 2 hours. There was no injury to the pt. No incident report was filed. Biomed technician spoke to baxter technical services in regards to technical question: "if the pump is programmed for 5 hrs pdp, how would you find out the setting before that?" Technical services referred biomed tech to quality assurance dept to file a report.